Manufacturer narrative:
During motor rewind, an unexpected pump error 39 occurred. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. The motor was tested outside the device, and it failed. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 39.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.